Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the insulin pump alarmed off no power. Customer's blood glucose reading was 311 mg/dl. No significant events leading to the alarm were observed. Replacement product is being sent.